Event description:
It was reported that stent dislodgement inside patient and stent fracture occurred. The patient was presented with coronary artery disease and calcified aorta. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. During advancement, the stent mesh was dislodged into the vessel, and while pulling the stent delivery system back, the stent struts got stuck and unraveled in the calcium, stretching out backward into the aorta. The detached component was only partially snared, and the procedure was completed by placing another stent over the unretrieved mangled stent strut. There were no further complications reported.

Manufacturer narrative:
B3: date of event: used the first day of the month of the bsc aware date as the event date was not provided.